Manufacturer narrative:
(B)(4). The lot 13d041 was manufactured april 19, 2013 - april 22, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the infusor was returned for evaluation. Visual inspection and functional leak testing were performed. During the leak testing a leak was observed at the welded area of the volume indicator port. The cause of the leak was due to an incomplete weld during the manufacturing process. A CAPA has been opened to address this issue. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that leak was observed from an unknown location of an infusor. It is unknown when the reported condition was occurred. There was no patient involvement. No additional information is available.